Event description:
It was reported that the patient underwent a right ventricular (rv) lead revision for a micro-dislodgement. Fluoroscopy discovered the lead slack was gone but likely still attached. During an office visit, low r-wave and high threshold were noted. The rv lead was explanted, and a new rv lead was implanted with no complications. The patient was stable.